Manufacturer narrative:
The investigation of access site bleeding, vf/vt/af/at, and thrombus has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella 5.5 with smart assist for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: warnings: section: pre-support evaluation, section: axillary insertion of the impella 5.5 catheter, section: direct aortic insertion, section: use of impella with transcatheter aortic valves. "In patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
An impact study was received that found that the patient had a hematoma at the access site, premature ventricular contractions (pvc) and intermittent ventricular tachycardia (vt), and ventricular fibrillation (vf) arrest. The impact study found that there was a relationship between the patient's injuries and the impella or impella procedure. For the patient's hematoma, one unit of red blood cells was given to the patient. The incision was reopened, and a moderate amount of clot was expressed. The site was irrigated with antibiotic irrigation. The incision was approximated with two nylon sutures. An iodoform wick was placed through the incision. The wounds were dressed. For the patient's vt, the patient was given intravenous amio, lido and defibrillation to sinus rhythm. When the patient went into vf arrest, the patient was defibrillated and the flow on the impella was decreased. The patient survived the event.